Event description:
It was reported this was a venotomy closure of a left common femoral vein using a prostyle device after a leadless pacemaker procedure with a large-bore sheath. Reportedly, two prostyle sutures were placed, and hemostasis was achieved. Roughly two to three weeks after the procedure, the patient developed deep vein (dvt) due to what he believes is a complication of perclosing. Thrombectomy and balloon angioplasty of the left common femoral vein was performed, as it was noted to be stenosed. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. The reported patient effect of pain and thrombosis are known inherent risks of the procedure. The subsequent treatment appears to be related to circumstances of the procedure. The patient effects of thrombosis and occlusion are listed in the prostyle instructions for use (IFU), as potential adverse event associated with use of vessel closure devices. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event estimated: d4: the UDI # is not known as the part and lot number were not provided.